Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would turn itself off or reboot. It was indicated that the programmer's left antennae was out of specification electrically. It was also indicated that the programmer was unable to save to the data synchronization software. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that since the last software update, the programmer would turn itself off or reboot during interrogation or testing. The programmer was returned for service. No patient complications have been reported as a result of this event.